Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The material was characterized as resembling rubber and fibers. The customer's originally reported issue of aspiration system issue was confirmed. The following additional findings were also noted: leak at body control unit cover and body, distal end insulation failure, software flexible printed circuit corroded, grip indication for distinguishing forceps type absent, forceps channel port corroded, connectors corroded, plate inside connector corroded, cover, scope, charge coupled device, and shield plate corrosion, image guide missing material, objective lens cracked, light guide lens cracked, bending section cover adhesive chipped, and 3rd party light guide, connecting tube, and universal cord discovered. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported that there was a problem with the aspiration system of their evis exera ii colonovideoscope. Upon inspection and testing of the returned unit, foreign material was found to have been lodged in the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. B5/event description: the customer reported in a response to a request for additional information that the reported issue occurred post-procedure, and there were no injuries to the patient or user. H10: narrative/data: the customer reported that reprocessing was performed according to the instructions for use (IFU) and good practice.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a ¿rubber/fiber like foreign material clogged in the a/w [air/water] nozzle¿- however, the material was unable to be further specified. Moreover, no physical damage of the device was confirmed at where the foreign material was detected. It was concluded that reprocessing was not completed due to an occurrence of water leakage at the control section which may have led to remaining foreign material in the a/w nozzle. The cause of the leakage could not be further presumed from the information provided for this investigation. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.